Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery and the motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and passed the motor test. The occlusion, excessive no delivery and unexpected restart error tests could not be performed due to motor error alarm. All operating currents were normal. No blank display or display anomaly noted during testing. The device also had a cracked reservoir tube lip and cracked battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during cannula fill. He also reported receiving a motor position encoder error and the device turned off and the settings got deleted. The blood glucose at the time of the incident was 150 mg/dl. Customer does use the sensor feature and was able to rewind. He was advised to discontinue the use of the device and revert to a back-up plan. The device was replaced and returned for analysis.